Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, it is likely that some external force has been applied to the device. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "inspection of the endoscope 3. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, sagging, deformation, excessive bending, protruding objects or other irregularities." Olympus will continue to monitor the field performance of this device.

Event description:
As reported, blocked channel was observed on the device. The issue found during reprocessing. Device return evaluation found the device passed both brush and forceps passage check test however, cut on the pink probe, sharp chip on the probe housing, glue missing on probe screw and between the probe and c-body were observed. There is no patient involvement associated on this reported event. No user injury reported.

Manufacturer narrative:
The subject device was received and evaluated. Device inspection noted that a blocked channel was not observed as the device passed the brush and forceps passage test. Further inspection however, observed cut on pink probe and sharp chip on the probe housing was determined. In addition, missing glue on probe screw between the probe and c-body was noted. Below are additional findings observed on the device: a-rubber glue (bending section) peeling. Ob (objective lens) peeling on cement. Lg (light guide) lens peeling on cement. Flare in image. More than 2 missing echo signal in consecutive 14 elements. Insertion tube buckled between 15 and 50, kinked at the boot. Lg (light guide) tube buckled at the boot that expands while doing leak test. Um cord buckle that expands while doing leak test. Angulation out of olympus standards. Control knob scratches not exposing metal. Control knob mv play. Investigation is ongoing. This report will be supplemented accordingly following investigation.